Event description:
It was reported, during reduction of the tibia using the universal rod with reduction spoon attached, the reduction spoon broke just below the threads, and was not able to be removed without opening the distal 1/3 by medial 1/3 lateral tibia. Surgeon needed a three inch incision to remove the device and continue surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.